Manufacturer narrative:
Belt sn (B)(4) has not yet been recovered from the field. Monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the event.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018. Further details surrounding the patient passing were unable to be obtained. Per review of the downloaded software flag and ECG data, the patient was treated by the lifevest three times on the date of passing. The device delivered three treatment shocks between 12:39:23 and 12:40:09 am on (B)(6) 2018. The rhythm at the time of all three treatments was atrial fibrillation with a rapid ventricular response from 180 - 230 bpm. The post-shock rhythms remained af from 130- 230 bpm. ECG recordings indicate that the patient was in sinus tachycardia at 110 bpm at around 01:10:47 am. At around 04:44:21 am, the device first detected asystole. The ECG recording showed bradycardia at 20 bpm degrading to asystole with motion and CPR artifact. The patient transitioned back to a sinus rhythm/sinus tachycardia form 60 to 120 bpm before degrading into asystole. The patient was in asystole when the belt was disconnected at 05:20:58 am.